Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system¿battery, model#: 1650 / catalog#: 1650 / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 07-june-2021, labled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery. In addition, the battery did not provide power and was not recognized by the controller. The controller and battery were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. One (1) battery was not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. An external visual inspection revealed contamination within power port 1 and power port 2. This is an additional finding not related to the reported event; the most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the battery was replaced, the controller performed as intended. L og file analysis associated with (B)(6) revealed a controller fault alarm logged on 27-jul-2022 at 23:34:40, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed two (2) controller power ups with associated motor starts events on 27-jul-2022 at 22:59:43 and at 23:00:16. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 23% of relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the losses of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% rsoc. No anomalies were observed leading up to the losses of power. The controller was without power for a maximum time of 42 seconds. Log file analysis associated with (B)(6) did not reveal any anomalies within the analyzed period related to the reported event. Review of the log files did not reveal any anomalies involving (B)(6) . As a result, the reported controller fault alarm event was confirmed. The reported battery not providing power and not being recognized by the controller events could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. A possible root cause of the observed losses of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17, b14 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. An external visual inspection of (B)(6) revealed contamination within power port 1 and power port 2. This is an additional finding not related to the reported event; the most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the battery was replaced, the controller performed as intended. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. An internal inspection of (B)(6) did not reveal any anomalies. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 27/jul/2022 at 23:34:40, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed two (2) controller power ups with associated motor starts events on 27/jul/2022 at 22:59:43 and at 23:00:16. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 23% of relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after the losses of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for a maximum time of 42 seconds. Log file analysis associated with (B)(6) did not reveal any anomalies within the analyzed period related to the reported event. Review of the log files did not reveal any anomalies involving (B)(6). As a result, the reported controller fault alarm event and the reported battery not providing power and not being recognized by the controller event were confirmed. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power and not being recognized by the controller event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. A possible root cause of the observed losses of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.